Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was 250 mg/dl. Customer was treated with perfusor for high blood glucose. Customer stated symptoms related to high blood glucose that were abdominal pain, nausea and vomiting. Customer stated that the results of ketone test was positive. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. The insulin pump will not be returned for the analysis.